Manufacturer narrative:
Tech found bed in ICU (B)(6) bed in trend. Found slow drift in head hi low. Removed and replaced trend valve (B)(4) to resolve this issue.

Event description:
Complaint that the bed was in trend position. No injury alleged.